Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "oxygen fault" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evalaution: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data log. The device was put through extensive testing including full functional testing and stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "o2 supply pressure low 2020" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.